Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 365974, batch no. 9144756 it was reported that the bd microtainer® tubes with k2e (k2edta) clotted during use. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "we have been having a large amount of clotted cbc¿s in the lav microtainers.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 365974, batch no. 9144756. It was reported that the bd microtainer® tubes with k2e (k2edta) clotted during use. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "we have been having a large amount of clotted cbc¿s in the lav microtainers."